Event description:
Exit hole developed a burr. Causes the beath to shed debris on the joint. Surgeon managed to remove debris and used an alternate device to complete the case. No delay to procedure. No adverse event to patient. Procedure completed with same like product.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device is not being returned; therefore, unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Exit hole developed a burr. Causes the beath to shed debris on the joint. Surgeon managed to remove debris and used an alternate device to complete the case. No delay to procedure. No adverse event to patient. Procedure completed with same like product.